Event description:
It was reported that the balloon port was leaking the fluid placed in it causing the balloon to deflate and dislodge.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure could be "poor interface/fit between inflation syringe and/or inflation funnel". The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon port was leaking the fluid placed in it causing the balloon to deflate and dislodge.